Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced catheter adapter/connector/hub being unable to connect to mating component. The following information was provided by the initial reporter: material no.: 382523. Batch no.: 8253746. The ICU staff have reported that a potentially defective 22 gauge IV cannula when inserting an IV yesterday. The staff report that the IV did not have the typical luer locking mechanism to hook up to an IV extension set and the staff were unable to thread the IV cannula into the connection tubing.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: the defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters experienced catheter adapter/connector/hub being unable to connect to mating component. The following information was provided by the initial reporter: material no.: 382523, batch no.: 8253746. The ICU staff have reported that a potentially defective 22 gauge IV cannula when inserting an IV yesterday. The staff report that the IV did not have the typical luer locking mechanism to hook up to an IV extension set and the staff were unable to thread the IV cannula into the connection tubing.